Event description:
It was originally reported to pioneer that on (B)(6) 2024 the bottom locking mechanism on a coda anterior cervical plate malfunctioned and the screws on the bottom of the plate backed out. The locking mechanism could be seen protruding from the plate on a lateral x-ray. Patient outcome was initially unknown and the event was reported to the FDA on 04/09/2024. Pioneer has since received additional information that a revision surgery was performed on (B)(6) 2024 to remove the hardware. Patient outcome is unknown.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank.

Event description:
"It was reported that on (B)(6) 2024 the bottom locking mechanism on the coda anterior cervical plate malfunctioned and the screws on the bottom of the plate backed out. On a lateral x ray you can see the locking mechanism sticking out. Patient outcome unknown."

Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Batch information remains unknown at this time. Multiple attempts were made to gather data from the rep as well as the hospital that had information on the patient.